Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, an inflation issue occurred. The target lesion was located in the proximal and mid left anterior descending (lad) artery. After pre-dilatation was performed, the 10/2.50 flextome monorail cutting balloon was inflated to nominal pressure at the distal part to the lesion. Then the cutting balloon device was inflated to nominal pressure at the proximal part to the lesion. During inflation, it was noted that balloon inflated approximately 3-5mm distal to the ro marker. The cutting balloon device was removed outside the body, there was no anomalies confirmed on the device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors (B)(4).